Event description:
It was reported that during a shoulder arthroscopy tiny metal shavings were coming off the shaver while performing the procedure. The pieces were "rinsed out" and removed. There was no pt injury. The device was being held for 30 days at the user facility.

Manufacturer narrative:
It was reported that the device will be held at the user facility for 30 days. A supplemental report will be sent if the device is returned to the MFR.